Event description:
The hcp reported the patient was experiencing increased spasitcity. The pump low battery alarm was occurring and the catheter was reported to be kinked. The device system was explanted and replaced after an implant duration of 48 months. A follow up report will be sent when additional info is recieved.